Event description:
It was reported that insulation damage was noted on the right atrial lead. The physician repaired the lead successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.